Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomedical dept with a report that during set up prior to pt use, the device touchscreen was not working. There were no reports on any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.